Event description:
A dentist alleges that they were diagnosed with tinittus, ringing of the ears, about three years ago. Family member, a receptionist in patient's office, was also recently diagnosed with tinittus. The doctor who diagnosed this alleged it was due to the handpieces that the doctor uses in their practice. Family member is in the front office and does not work with or around the handpieces.